Event description:
An attempt was made to use the device on a male golfer, who had collapsed at the country club. The customer reported that after the device was turned on, there were no voice prompts and use of the device was inhibited. Fire department personnel arrived and used their AED to administer defibrillator shocks to the patient. The patient was not resuscitated.

Manufacturer narrative:
A preliminary evaluation by physio-control shows that the device's internal batteries are charge depleted. The device evaluation and investigation are on-going.